Event description:
ICD implanted on 8/26/97 for slow v-tach. Stress test performed on 9/9/97. Magnet applied to ICD during test to turn off device. Following the test it was noted that device was continuously beeping and was blinded to tachycardia. Despite multiple magnet maneuvers device could not be re-programmed.